Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient saw their doctor and was told they weren't emptying their bladder. The patient stated that they didn't even know about this issue. They noted that they did not feel stimulation, and hadn't felt it for months, and the therapy was not on. They turned on the therapy and the situation was resolved. They noted they were on program 1 and increased the stimulation to 4.5 v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.